Event description:
It was reported that the 9900 system had poor image quality during a case. The procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an on site investigation. The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.